Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedance on one of the leads. Additionally, x-ray confirmed that both the leads had migrated (reported under related manufacturer reference number: 3006705815-2023-08090 and 3006705815-2023-08091). In turn, surgical intervention took place wherein the physician was unable to reposition the existing leads. As such, the leads were explanted and replaced with new leads at new locations to address the issue. Investigation was unable to determine which of the leads had high impedance.

Manufacturer narrative:
Date of event and patient weight is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch:a000089742.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that effective therapy was restored, and the reported issue was resolved post op.